Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink and shaft separation were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the xience prime sv everolimus eluting coronary stent system instructions for use (IFU) states to inspect for bends, kinks, and other damage. Do not use if any defects are noted. The IFU also states: should any resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - use after damage and excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the heavily calcified, mildly tortuous, de novo, proximal left anterior descending (lad) artery the 2.25 x 28 mm xience prime stent delivery system (sds) was advanced but could not reach the lesion due to the vessel morphology. It was noted that the sds proximal shaft was kinked near the hub; while pushing to advance the sds the shaft separated at a location outside the anatomy. The device was removed without reported issue. A second stent was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.